Event description:
It was reported a patient with opll at c4/5/6 underwent a corpectomy and a cervical plate system was implanted with four (4) screws. Postoperatively, the patient reported irritation in the throat and sepsis, experiencing symptoms similar to the flu. Later on, the patient claimed that the superior screw was "spit out" which was believed to have been implanted with the 40mm cervical plate previously. Through radicologically visualized examination, it was found that 1 cranial screw was missing from the construct. All of implants were later removed during a revision surgery. It was also reported that the patient had fused.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis : visual and optical inspection of the top (anterior) face of the screw head identified witness marks and material deformation. Some evidence of spiral witness marks just below the head are noted. Inspection of the bone screw head outer diameter and major thread diameter found both dimensions to be within print tolerance. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to determine specific root cause of the foregoing event from the available information.